Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system works only when plugged into a power source. It was reported that when the ac adapter is plugged into a wall outlet the orange/amber battery charge indicator light is blinking. The suspect is that the charger is not working. Additional information received that the tablet was tested with another known working charger, but did not work. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution. The suspect tablet was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet. During the analysis, it was identified that the main battery was defective and no longer able to hold a charge. A root cause for the main battery defect could not be identified during the analysis. Once the battery was replaced, no further anomalies were identified during the analysis. No anomalies associated with the power adapter were identified during the analysis.